Event description:
It was reported that the patient presented in clinic for follow-up with their implantable cardioverter defibrillator in back-up operation due to power on reset. The device was reset in clinic successfully. There were no patient consequences.